Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years post implant of this bioprosthetic valve implanted in the pulmonary position of a (B)(6) year old patient, left pulmonary artery angioplasty revealed severe pulmonary hypertension. The bioprosthetic valve was reported to be stenotic with a peak gradient of 35 mmhg. Paravalvular leak was also present. Subsequently, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. No additional adverse patient effects were reported.